Manufacturer narrative:
The returned power conversion board resulted in no failure being found. Visual inspection shows scuffs and scratches that is consistent with normal use. Bench testing was performed at normal room temperature. There is no expansion, leaking, fusing or corrosion. The battery trays passed bench testing with tray voltage of 51.15vdc. The acceptable voltage should be around 48vdc. All fuses were tested and it passed continuity testing. No fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the battery tray for the imaging system was not distributing power, resulting in the reported issue. To restore functionality, the battery tray and power conversion enclosure were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not complete start up. It was noted that the battery indicator was at one bar, red and blinking. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The batteries for the imaging system were returned to the manufacturer for analysis. The batteries were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect power conversion enclosure has been received by the manufacturer for evaluation. However, results are not available at this time.